Manufacturer narrative:
The pump passed the self test and displacement test. Successfully downloaded the trace and history files using thump. Experienced intermittent and hard-to-push keys during testing (select, up arrow, left arrow, down arrow, and back arrow). No stuck button alarm was noted during testing. A review of the history files shows on (B)(6) 2023 there were twenty-seven (27) stuck button alarms between 19:32 and 23:21. Removed the keypad overlay and button dome switches for a visual inspection and found corroded keypad traces. The pump was cut open for visual inspection. No moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during visual inspection: scratched case, stained serial number label, and pillowing keypad overlay. The unresponsive keypad is confirmed due to corroded keypad traces. Stuck button alarm is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received keypad unresponsive stuck button alarms. Customer informed that was able to clean up alarm but insulin pump had alarmed again and after cleaning keypad got unresponsive. Troubleshooting was performed. No harm requiring medical intervention was reported. Troubleshooting was performed, customer will discontinue to use the device. The insulin pump will be return for analysis.